Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) msgiiml, (navigator® certain® implant mount 3.4mm(d) long) for evaluation. Visual evaluation of the as returned device identified the mount with signs of use, and apparent dried blood can be seen attached to the external surfaces. The mount was observed attached to the implant, and the mount did not disengage/release from the implant as intended during a functional test. The mount matched prints where measured this complaint refers to the specific device being investigated for this complaint record. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the msgiiml dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is excessive torque applied - customer error. Therefore, based on the available information and functional testing, a device malfunction did occur. The reported event was confirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported placement abutment fused to implant and could not unscrew attachment, tooth 18. Procedure was completed using another device.

Manufacturer narrative:
Zimvie complaint number (B)(4). H10: d10 - medical product - t3® with dcd® non-platform switched tapered implant 4 x. 11.5mm catalog #: bnst411 lot #:2022100259.